Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea') in an adult female patient who had essure (ess205) (batch no. 308293-notvalid) inserted for female sterilisation. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea to be related to essure (ess205). Lot number reported (308293) is not valid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available most recent follow-up information incorporated above includes: on 14-may-2021: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea') in an adult female patient who had essure (ess205) (batch no. 308293) inserted for female sterilisation. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea to be related to essure (ess205). Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 29-apr-2021: mr received: previously reported event- medical device removal was replaced with specific event dysmenorrhea, reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea') in an adult female patient who had essure (ess205) (batch no. 308293-not valid) inserted for female sterilisation. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea to be related to essure (ess205). Lot number 308293 is invalid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure (ess205) inserted for female sterilisation. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removed on (B)(6) 2019). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available most recent follow-up information incorporated above includes: on 28-apr-2021: this case become serious incident. Pif received. Patient's date of birth and explant date were added. Implant date was updated. Event "injury to herself" was updated to "medical device removal". Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.